Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead threshold was high. The lead was capped and replaced on (B)(6) 2018. The asymptomatic patient was stable after the procedure.